Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was a broken pulse wire solder joint in the distribution node (dn) between the trunk cable and the rear therapy electrode cable. The root cause for the broken solder joint was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.